Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels; cause was not known. Customer's blood glucose level ranged from 235 mg/dl to a reading of "high" on the customers' continuous glucose monitor. Boluses via the pump were delivered and manual insulin injections were administered to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.